Event description:
Disconnected ewimed was called by the (B)(6) that there is a problem with the pleurx catheter valve. Our sales rep. Visited the customer and found the valve half hanging out of the catheter set. She closed the catheter with the emergency clamp and changed the catheter-valve. They took the valve out of another set and replaced it. No patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4) - should the device become available, a follow-up emdr will be submitted.